Manufacturer narrative:
It was reported that the surgeon explanted and implanted a different lens in both eyes and the surgery was completed successfully. A separate MDR is being submitted for each eye. Explant date: (B)(6) 2015. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. Results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the production order and lens were manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon explanted and implanted a different lens in both eyes and the surgery was completed successfully. A separate MDR is being submitted for each eye.

Event description:
The patient reported that he is seeing eight to twelve rings around headlights while driving at night as well as led lights that significantly affect his daily activities. The patient stated that it is a problem and makes judging distance difficult particularly while driving. He continues to work and drives frequently at night. The patient stated that he has a model zma00 lens implanted in each eye. An MDR is being filed for the lens in each eye. This MDR is being submitted for the left eye.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The condition of the lens is consistent of a lens was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at time of report. Because the lens remains implanted at the time of the report, the lens is not available for return at the time of sending the medical device report. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.